Event description:
A patient in a study underwent an ion lung biopsy. A post-procedure x-ray indicated the presence of a pneumothorax which required placement of a chest tube as treatment. The patient recovered the next day. The target lesion of the right upper lobe measured 9.5 x 13.5 x 15.6 mm. The distance from the nearest pleura was 0 mm and the distance from the nearest major blood vessel is not known. The tools used were forceps and brush. The procedure time was 46 minutes; there was no report of an ion device malfunction and the procedure was completed with ion. Discharge occurred two days after the biopsy procedure. It is not known if any patient comorbidities contributed to the event. Pathology results were malignant; no certain classification is available. The study investigator reported that the event was not related to the ion system or instrument and accessory related.

Manufacturer narrative:
There was no report that an ion system, instrument or accessory malfunctioned during the procedure. System logs were not available for review.